Event description:
Reported a band slippage.

Manufacturer narrative:
Medwatch sent to FDA on: 15-sep-09. The product associated with this report will not be returned for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."